Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gray plastic piece separated from the metal portion of irrigation clip intra-operatively. Required steri-strips on clip and around hd long in order to maintain irrigation. There was a surgical delay of 2 minutes. Pka case.

Event description:
Gray plastic piece separated from the metal portion of irrigation clip intra-operatively. Required steri-strips on clip and around hd long in order to maintain irrigation. There was a surgical delay of 2 minutes. Pka case.

Manufacturer narrative:
Reported issue it was reported that the irrigation clip broke. Product history review it was determined that there is inadequate information to conduct a product history review for this device. Reference nc 1747567 for further information. Complaint history review a review of complaints related to p/n (B)(4), lot 178346 shows 1 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection visual inspection could not be performed because the product was not returned. Dimensional inspection dimensional inspection could not be performed because the product was not returned. Material analysis material analysis could not be performed on this specific part because the product was not returned. Material analysis was performed on a part in the same lot by the mahwah joint replacement materials analysis team as a result of this complaint. The metrology division identified the outer profile tolerance of 0.04mm as being out of tolerance on the analyzed part. Please see the attached material analysis document for additional details. Functional inspection functional inspection could not be performed because the product was not returned. Conclusion it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. H3 other text : device not returned